Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs confirmed the presence of a clear plastic object inside the patient¿s abdomen. As the event unit was not returned, an analysis of the event unit could not be performed, and engineering was unable to determine if the clear plastic object originated from the event unit. Applied medical has reviewed the details surrounding the event. At this time, applied medical is unable to determine the origin of the clear plastic object or confirm that a product malfunction occurred.

Event description:
Procedure performed: laparoscopic appendectomy event description: the rep was not present for the case. During the procedure, the surgeon noticed a clear plastic spiral object inside the patient¿s abdomen. The surgeon grasped the piece of plastic with a grasper and removed it from the patient. There was no patient injury, the patient is fine. The procedure was completed with the same trocar. Product is not available for return, the hospital disposed of the device after the procedure. Type of intervention: the case was completed with the same trocar. Patient status: no patient injury

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: the rep was not present for the case. During the procedure, the surgeon noticed a clear plastic spiral object inside the patient¿s abdomen. The surgeon grasped the piece of plastic with a grasper and removed it from the patient. There was no patient injury, the patient is fine. The procedure was completed with the same trocar. Product is not available for return, the hospital disposed of the device after the procedure. Type of intervention: the case was completed with the same trocar. Patient status: no patient injury.